Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure using a proglide device relative to an angiogram procedure. Reportedly, when the proglide device was inserted over the wire and pulled back, the proglide device broke off in the iliac artery and migrated to the femoral artery. No additional information was provided.